Event description:
It was reported that "caller has a physician who states that the guidewires he uses with the 4196 lead tend to 'stick' in the lead and makes it difficult to maneuver the wire." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.